Event description:
Lead insulation damage was confirmed visually.

Event description:
The patient presented to the clinic due to episodes of syncope. During interrogation, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. Technical support was contacted and the device was reprogrammed as a temporary solution. The patient was stable.

Event description:
Additional information was received that during the revision procedure the lead noise was reproduced. The lead was explanted and replaced to resolve the event. Lead externalization damage was confirmed visually. The patient was in stable condition.